Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet bionic pancreas and elected to discontinue use due to limited ability to manually control insulin delivery in the context of highly variable meal timing. Symptoms included low glucose readings, with a nadir reported as "low," lasting approximately 1¿2 hours, for which the user ingested oral carbohydrates and received device low and urgent low alerts, without loss of consciousness, assistance from others, or medical intervention. Outcomes included transient hypoglycemia without hospitalization or long-term sequelae. Investigation included internal complaint review and coordination with the field team. Investigation of this device revealed no device malfunction reported or confirmed and suggested hypoglycemia with cause unclear given irregular eating patterns. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.